Event description:
Medtronic received information regarding a guidance system being used intra-operatively of a spine procedure. It was reported that the solera 5.5/6.0 screws were inserted into t5,t6,t7,t8 and t9 using the guidance system but there was an error message. It was confirmed from the postoperative CT that the screw on the right side of t5 had slightly deviated. The deviated screws were not revised. The case was completed using the guidance system. Trajectories were deviated about 1 mm. The cause was the movement of the vertebral body. There were no symptoms or complications in the patient and no delay.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A1 - a4: patient information is not available. H3, h6: no parts were returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.